Event description:
It was reported that the patient was originally implanted as a bridge to transplant candidate and diagnosed with moderate right heart failure. The patient was successfully transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a cut down to the bionate was noted in the pump cable next to the inline connector bend relief. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(4), did not reveal any device-related issues which would have contributed to the reported moderate right heart failure. The retrieved lvad event log file contained relevant data from (B)(6) 2021, the date of explant. The pump appeared to function as intended. (B)(4) was returned assembled, with the pump cable severed approximately 2¿ from the pump housing. A middle section measuring approximately 9¿ and the distal portion of the pump cable were also returned along with the modular cable. Rescue tape noted on the pump cable approximately 1.5-3.5¿ from the inline connector; a cut was noted in the jacket, armor, and partially through the bionate beneath this tape at approximately 2.5¿ from the connector. Discoloration was also noticed in the inline connector bend relief of the pump cable. The apical cuff was returned properly engaged with the cuff lock. Approximately 2¿ of the sealed outflow graft was returned secured to the pump cover outlet port, and the bend relief was seated properly onto the graft attachment hardware. Upon disassembly of the pump, visual inspection of the pump¿s blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow issue during support. Examination of the pump's rotor and rotor well revealed no abnormalities related to wear or damage. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." It also instructs to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." No further information was provided. The manufacturer is closing the file on this event.